Manufacturer narrative:
Customer states that a known anti-e was read as negative by the ortho provue, but upon visual inspection, the result was positive. The customer repeated testing in manual gel confirming the weak positive reactivity. Provue malfunction cannot be ruled out. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, a pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. Optimal reaction conditions may vary due to antibody specificities. No single tes method will detect all antibodies. In some low ionic strength test systems, certain antibodies such as anti-e and anti-k, have been reported to be nonreactive. Based upon the available information. Provue malfunction cannot be ruled out.

Event description:
Customer states that a known anti-e was read as negative by the ortho provue, but upon visual inspection, the result was positive. Repeat testing in manual gel confirmed a week positive reaction.